Event description:
Customer reportedly received results of hi and 129 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms reported with these results. Self treated with glucose tablets and felt better. No adverse event reported. Controls were run two days ago and were in range. Requested return of suspect device and replacement was sent.